Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient contact reported they hit the corner of the heater tray which seemed to trigger a spark observed under the cycler tray during pd treatment. The patient contact reported the machine had prompted with a make sure hb is on ht message during dwell 3 of treatment. It was not specified if the alarm occurred before or after the observation of the spark. No smoke or burning smell was noted. The contact stated the cycler powered down which had also previously occurred once on an unknown date in the past. The patient was connected during the incident. There was no power outage or noted outlet issue, and the power cord was securely plugged on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the caregiver hit the corner of the heater tray during the pd patient's treatment and stated a spark was observed under the heater tray immediately after it was hit. The pdrn stated it was unknown at which phase and cycle of treatment the spark was observed and confirmed the patient was connected to the cycler at the time of the event. The pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient contact called into technical support. The pdrn stated that no burning smell melting or flame was noted. The pdrn stated that the patient discontinued pd therapy on the night of the reported event and was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) the following day and in the absence of the cycler. The pdrn confirmed the patient will receive a replacement cycler and (B)(6) 2023 and the previous cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Hipot test, patient hipot test, safety analyzer test and voltage check passed. The simulated treatment post-accelerated stress test test passed. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient contact reported they hit the corner of the heater tray which seemed to trigger a spark observed under the cycler tray during pd treatment. The patient contact reported the machine had prompted with a make sure hb is on ht message during dwell 3 of treatment. It was not specified if the alarm occurred before or after the observation of the spark. No smoke or burning smell was noted. The contact stated the cycler powered down which had also previously occurred once on an unknown date in the past. The patient was connected during the incident. There was no power outage or noted outlet issue, and the power cord was securely plugged on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the caregiver hit the corner of the heater tray during the pd patient's treatment and stated a spark was observed under the heater tray immediately after it was hit. The pdrn stated it was unknown at which phase and cycle of treatment the spark was observed and confirmed the patient was connected to the cycler at the time of the event. The pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient contact called into technical support. The pdrn stated that no burning smell melting or flame was noted. The pdrn stated that the patient discontinued pd therapy on the night of the reported event and was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) the following day and in the absence of the cycler. The pdrn confirmed the patient will receive a replacement cycler and 03/03/2023 and the previous cycler will be returned to the manufacturer for physical evaluation.